Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered a high pacing impedance warning. It was noted that the lv lead impedances were stable but running to the alert thresholds. The lv lead impedance alert threshold was adjusted and the lv lead remains in use. No patient complications have been reported as a result of this event.